Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the power supply was interrupted due to a short circuit on the power supply unit, the main board was loosened, noise was noted, and no image was displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video system had no image available due to power unit failure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed power unit and circuit board failures. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes for these issue were not established. However, it is probable that the image problem occurred because of a short circuit in the power supply unit. The looseness of the main board also contributed to the image problem. However, the causes of these failures were not determined. Olympus will continue to monitor field performance for this device.